Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 8 false positive flu results, unknown whether it was flu a or flu b. Patients were asymptomatic. The customer communicated the results were confirmed by another rapid antigen assay.